Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years. Through follow-up with the health-care provider, it was learned that the explant was due to severe mitral regurgitation, secondary to leaflet calcification. Operative findings revealed that the mitral valve leaflets just did not appear to close appropriately in the midline. As they pulled the valve out it appeared along the posterior leaflet of the old valve that a scar tissue had developed on the leaflet that they had removed causing the leaflet to retract. The patient's annulus was debrided and another edwards bioprosthetic was placed. The patient was noted to be doing well post-implant.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of this event cannot be confirmed, it appears that the severe mitral regurgitation experienced by the patient was due to the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible at this time.

Manufacturer narrative:
Evaluation summary: the valve exhibited non through hole in the cusp area of leaflet 1. The disruption did not penetrate the entire thickness of the tissue. It measured to approximately 1-2mm. Thickened and swollen tissue was detected in the described region. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 3mm. Host tissue is minimal to moderate at the stent outflow. Minimal calcification was only visible in the x-ray. X-ray. The subject device was returned and evaluated. Analysis of the valve demonstrated features of non-through tissue damage spots grossly consistent with chronic non-calcific tissue degeneration. Non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown.